Event description:
Caller reported that a cartridge was not fitting properly on the pump. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating that there was no adverse impact on blood glucose levels. Technical support instructed the caller to inspect and clean the pump and pneumatic tap area. After removing an o-ring and cleaning the area, the caller successfully reloaded the cartridge and was able to resume insulin therapy.